Event description:
The dentist reported that unknown abutment screw fractured inside of implant. The dentist was unable to retrieve despite repeated attempts, therefore implant was removed.

Manufacturer narrative:
Upon visual inspection, an evidence of the fractured abutment screw was observed inside of the implant. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.